Event description:
It was reported, the pt's dose of intrathecal drug was changed from 388 mcg/day to 661 mcg/day without hcp knowledge. The pt was reportedly doing well with the higher dose but the hcp was unaware of the change. The dose was changed back to the lower dose. The drug used in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.